Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, post-op, the patient presented with pain and the inability to weight bare. On (B)(6) 2019, the patient had received an implant for reverse oblique subtrochanteric femoral fracture. On june 3, 2020, the patient had a revision and removal surgery due to non-union and tfna failure. The nail was broken immediately distal to intersecting head element. The surgeon believes the mechanical failure was due to incorrect entry point, malreduction, and patient co-morbidities. The patient was reported as recovering after the procedure. Concomitant devices reported: tfna screw (part number 04.038.200, lot unknown, quantity 1), locking screw (part number unknown, lot unknown, quantity 1). This report involves one (1) 10mm/130 deg ti cann tfna 380mm/left ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.